Event description:
It was reported that during a ureteroscopy procedure, the fiber snapped in half while was lasing a kidney stone. The procedure was completed with another device. There was no patient complications.

Manufacturer narrative:
The device was not available for analysis; therefore, no physical analysis of the product could be performed. The reported device allegation cannot be confirmed. Based on the information available the cause that contributed to the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a ureteroscopy procedure, the fiber snapped in half while was lasing a kidney stone. The procedure was completed with another device. There was no patient complications.